Event description:
It was reported that at implant, the guidewire was not able to pass through the distal end of the lead after the lead was introduced into the guide catheter. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies.